Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a reading of " 600 mg\dl - meter message was high and meter could not read her results." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.